Manufacturer narrative:
Our evaluation of the returned device confirmed the report. The balloon was inflated using a 60 cc syringe and an inflation handle. There was a small stream of water exiting the balloon at the proximal balloon joint. The balloon would not hold pressure in this condition. No part of the balloon was missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use caution the user that negative pressure is mandatory to maintain balloon deflation. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. A possible contributing factor to balloon joint leakage is inadequate lubrication of the balloon with a water soluble lubricant. The instructions for use direct to user to apply to water soluble lubricant to the balloon to allow easier passage through the accessory channel. This activity will aid in endoscopic advancement and balloon preservation. A balloon joint leak can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: "do not pre-inflate the balloon." The instructions for use also advise to maintain balloon deflation with negative pressure and to completely visualize the balloon endoscopically. The instructions for use contain the following information: "recommended 100% balloon inflation pressure can be found on catheter tag of balloon dilator." Over inflation can cause damage to the balloon dilator, such as balloon joint leaks. Another possible contributing factor is using a compromised inflation device to inflate the balloon. If pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in damage to the device such as joint leakage. Prior to distribution, all quantum ttc esophageal balloon dilators are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Qa will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During the procedure, a cook quantum ttc esophageal balloon dilator was used. At the end of the procedure, the nurse had the balloon inflated to almost full with water. When they looked at the screen it was noted there was water coming out of the balloon. It was leaking either around the wire or the head of the balloon. The nurse deflated as much as possible then used a 10 cc syringe but could not get the remainder of the water out of the balloon. The balloon was then pulled out of the endoscope. The procedure was completed with the device in question. There was no harm to the pt. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.